Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was accidental failure of the synchronization circuit of the patient board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "pigtail receptacle is broken" was not confirmed. The reported problem that the device "does not work with 180 series scopes" was confirmed; a faulty printed circuit board was found, causing no image with olympus series 180 scopes.

Event description:
A user facility reported to olympus that the general video connector pigtail receptacle is broken and would not work with olympus series 180 scopes. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The problem occurred during a patient procedure. The procedure was completed with no delay and using the same device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.